Event description:
In 2005 medical affairs became aware of a failure of this meter to be non-user-changeable. Meter was in the wrong unit of measurement (mmol/l instead of mg/dl). It was verified during troubleshooting that this was not a new product. It is not known whether or not the user changed the unit of measurement inadvertently. He did not receive any medical attention or treatment. A replacement meter was sent to the lay user/pt.